Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event image lines when the cables were manipulated and no image caused by a component failure. The white residue on the air or water channel also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited image lines when the cables were manipulated, no image, and white residue in the air and water channel. There was no patient involvement.